Event description:
It was reported that the pt presented with pain. It was noted that the cup was grossly loose. The acetabulum was reamed and a 56mm tritanium cup was implanted."

Manufacturer narrative:
Na